Event description:
Info rec'd indicates a miniarc sling was implanted on (B)(6) 2008. Reportedly after the implant the pt has had pain, erosion of tissue, dyspareunia and scarring. The sling remains implanted.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.